Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) battery status in (B)(6) 2010. The field representative believed that the device depleted prematurely. The device was included in the shortened replacement window advisory that was issued on (B)(6) 2007. The device was scheduled for replacement.

Manufacturer narrative:
The device was explanted and was replaced with another boston scientific ICD. No adverse patient effects were reported. The explanted device will be returned for laboratory analysis. This report will be updated when additional information becomes available.

Manufacturer narrative:
Detailed analysis was performed. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
Upon receipt, initial laboratory analysis confirmed that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed analysis. This report will be updated when analysis is complete.